Event description:
A report was received that the pt was experiencing loss of stimulation. A bsn rep detected high impedances while reprogramming the pt. An x-ray was taken which indicated that the lead has been either severed or disconnected from the ipg. In addition, the lead's contacts were coming out of the pt's epidural region. The physician has recommended a lead revision surgery.